Manufacturer narrative:
(B)(4): final pump analysis revealed no anomaly found - normal device function. Final analysis of the returned catheter revealed no significant anomalies - acceptable catheter testing.

Event description:
The pump and catheter were explanted due to a "staph infection at pump site". The date of explant was unclear. The pt experienced "edema/seroma/hematoma", fever and infection. The pt had IV medications for 10 weeks via a PICC line. The pt's outcome was ongoing. The pump was used to deliver morphine.